Event description:
It was reported patient underwent an initial shoulder procedure on (B)(6) 2011. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to pain. During the procedure, the humeral tray trial fractured. The humeral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2011. PMA/510(k) number / manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an initial shoulder procedure in 2011. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to an unknown reason. During the procedure, the humeral tray trial fractured.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. However, new design enhancements were implemented with rev d of print 4059-40-00 to shorten the peg length.